Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of 500 mg/dl. Customer stated tubing was detached from the reservoir and infusion set. Customer stated insulin pump was not exposed to extreme temperature and humidity. The device will not be returned for analysis.